Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lap cholecystectomy, scissoring occurred at firing on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.